Event description:
Patient's mother reported the menu button on the infusion device does not work. Mother stated she noticed the issue since (B)(6) 2013. No further information is available. No physiological effects were reported. The patient did not required assistance form a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: the menu button does not respond. There are particles inside the housing of the menu button. The particles isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Manufacturer narrative:
His incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.